Manufacturer narrative:
A ge service rep performed an on site investigation. The duel mode controller was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 6600 system locked up and intermittently beeps during a case. The 6600 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.